Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was seen on right; one was not seen on left definitively.") And pelvic pain ("pelvic pain /pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 200 lbs. Concurrent conditions included obesity, irregular menstrual cycle and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 9 months after insertion of essure. In 2014, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries) and hysterectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, anxiety, depression, hypothyroidism, fatigue, vaginal discharge and weight increased outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, hypothyroidism, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2011: result- essure device was seen on right; one was not seen on left definitively.. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs and medical record received. Reporter's information was added. Patient's demographics was added. Date of insertion was updated.abnormal bleeding (vaginal), hypothyroidism, fatigue, vaginal discharge, weight gain, essure device was seen on right; one was not seen on left definitively(added from lab data). Updated outcome of events. Lab data, concomitant condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device was seen on right; one was not seen on left definitively.') And pelvic pain ('pelvic pain /pain') in a 38-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 200 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, irregular menstrual cycle and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries) and hysterectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, depression, autoimmune hypothyroidism, fatigue, vaginal discharge and weight increased outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result- essure device was seen on right; one was not seen on left definitively. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received : lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device was seen on right; one was not seen on left definitively.') And pelvic pain ('pelvic pain /pain') in a 38-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 200 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, irregular menstrual cycle and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries) and hysterectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, depression, autoimmune hypothyroidism, fatigue, vaginal discharge and weight increased outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result- essure device was seen on right; one was not seen on left definitively. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.